Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. The customer reported a blood glucose reading of 342 mg/dl during the phone call. The customer stated that he was bolusing prior to the hospitalization, but his blood glucose levels were not coming down. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Advised the customer to try a different infusion set.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.